Event description:
It was reported that during a left thoracotomy procedure, the device fired malformed clip initially, so they pulled the device out of the pt and fired the device and it formed a clip. The doctor then used the clip on the pulmonary vessel and the clip was malformed causing bleeding. The doctor sutured the vessel and opened another like device to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.